Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple intermittent occlusion alarms occurred. Customer's blood glucose was 225-535 mg/dl which was addressed with the customer exercising and drinking water. The customer changed all supplies and resumed insulin delivery.